Event description:
Hamilton medical ag received the following event description from the partner: "received panel connection lost alarm during test 6 of tsw trying to conduct a preventive maintenance. Vent successfully exited test mode but would not turn off. Date and time reverted back to date of 01-11-2000. Unplugged vent from wall, unplugged communication and power cable to vu and let the alarm buzzer drain."

Manufacturer narrative:
Ip and vu esm boards of the devicewere replaced. Hours and serial number of the vent and software options were reloaded. Test software, pre-op, and functional checks was run through the ventilator and all passed. No other issues arose after replacement of these boards.